Manufacturer narrative:
Review of the manufacturing records verified that the lot met release requirements. The investigation is ongoing.

Event description:
The following was reported to gore: the patient presented for occluded left leg sfa repair. The doctor used an up-and-over approach to the lesion. The device was advanced into place. When the deployment line was pulled, it broke leaving the gore® viabahn® endoprosthesis partially deployed. The fsa reported the deployment line, at the break, appeared frayed. The doctor cut the catheter longitudinally, making like a peel-away sheath, located the broken deployment line and completed the device deployment by pulling the remaining deployment line.

Manufacturer narrative:
Corrected data: d10. Device available for evaluation? (Do not send to FDA). D10. Returned to manufacturer on: (mm/dd/yyyy). H3. Device evaluated by manufacturer? H6. Results code 1. Additional manufacturing narrative: examination of the returned device revealed the following: the deployment knob, deployment line, and delivery catheter were returned. There was approximately 189 cm of deployment line returned including a 19 cm single fiber on the end. Additionally, 125 from the deployment knob, there is approximately 21 cm section of deployment line that is only a single fiber . The reminder of the device appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified to which the event could be definitively attributed. All information has been placed on file for use in tracking and trending.